Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient always had redness under the tape caused by adhesive tape around the cannula on (B)(6) 2025. The patient stated that the skin reaction such as slightly red spot-on abdomen at the cannula site got worse over the weekend. The redness spread and she had seen a dermatologist and was prescribed a topical antibiotic. The patient started the prescribed topical antibiotic mupirocin ointment on (B)(6) 2025 as prescribed for 10 days. No further information is available.